Event description:
The complainant reported a (B)(6) male patient presenting for impella support preoperative to a CABG procedure. After pump initiation, the patient's blood pressure dropped. Imagery found the left ventricle perforated by impella pig tail. The pump was left running during repair, at which time bubbles were seen and the patient suffered a stroke.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient presenting for impella support preoperative to a CABG procedure. After pump initiation, the patient's blood pressure dropped. Imagery found the left ventricle perforated by impella pig tail. The pump was left running during repair, at which time bubbles were seen and the patient suffered a stroke.